Manufacturer narrative:
The investigation determined that a higher than expected vitros ammonia (amon) result was obtained from a patient sample when tested on a vitros 350 chemistry system. The investigation concluded that the assignable cause of this event was user error with incorrect interpretation of the amon result codes. The analyzer reported amon ¿no result¿ with result codes ir (invalid reading) and or (outside range). The analyzer never reported a numerical result. The customer incorrectly assumed this meant the amon concentration was greater than the measuring range when instead it was likely that the amon concentration was below the low end of the amon measuring range. There was no investigation of the amon microslide lot 1018-0253-5880 or the vitros 350 chemistry analyzer. Therefore, a vitros amon slide lot issue or an analyzer issue cannot be confirmed or ruled out as contributing factors to this event.

Event description:
The customer obtained a higher than expected vitros ammonia (amon) result from a patient sample when tested on a vitros 350 chemistry system. Sample 1 >1000 umol/l versus expected result of 8.7 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros amon result was reported from the laboratory. The patient was transferred to another facility due to an unrelated issue. The physician did not question the result and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).